Manufacturer narrative:
Device evaluated by mfg of the initial medwatch report indicates yes. Device evaluated by mfg of the initial medwatch report should indicate no. Reason for no evaluation of the initial medwatch report indicates blank. Reason for no evaluation of the initial medwatch report should indicate device evaluated anticipated, but not yet begun. Stryker evaluated the customer's device and was unable to duplicate the reported issue. The electronic patient record was downloaded and reviewed. The reported issue was verified. The customer informed that there were chances of battery 2 of the device not fully latched however no uninitiated switching could be observed in the logs. It was also observed during evaluation that a small piece of cardboard was wedged in the inner battery 2 behind the data pins which could have contributed to the shutdown, however a conclusive cause could not be determined. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device powered off thrice during patient monitoring. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device powered off thrice during patient monitoring. There were no reports of adverse effects to the patient as a result of the reported event.